Manufacturer narrative:
The referenced light source was returned to the service center for evaluation. The evaluation confirmed the reported "unit would not power on". The power supply fuse was defective / charred. Additionally, the video connector socket was worn out attributing to poor connection. There was corrosion in the air tubing. The olympus lamp has over 500 hours and the light output out was out of specifications. A review of the instrument history indicates the light source was purchased on (B)(6) 2007 with one repair record on (B)(6) 2019. The customer trade-in the 180 series to purchase the 190 series. The investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly. This MDR was submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this late MDR reporting.

Event description:
The service center was informed that the evis exera ii xenon light source would not power on after working correctly for several cases. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, 13 years or more have passed since the subject device was delivered, it is likely that the parts of the power supply unit deteriorated over time, the unit failed to turn on and the fuse burned out. Per the legal manufacturer, the other issues identified in the initial report (video connector socket worn, corrosion in the air tubing, and light output) have no potential to cause or contribute to death or serious injury if they were to recur.